Manufacturer narrative:
Health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture no observed openings in the device. Additional observations: deformation observed in the surface of the shell. Yellow particles observed on device surface. Crease flat observed on device surface. No further actions are required as the device was implanted." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "devices being in a bad condition in less than 4 years¿. This record relates to left side. Device explanted.